Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife and daughter reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl. The customer also reported that the piston was blocking in the path. The customer treated with bolus. The customer declined to troubleshooting. The customer also reported that they have cancer and have clogged artery. The customer also reported that there medications can cause blood glucose to be high. The device will not be returned for analysis.